Event description:
It was reported that "upon use on a patient when doctor tried to insert the femoral catheter it was noticed that the catheter was bent. Doctor tried to use guidewire to straighten the catheter however to no avail. A new set opened up to complete the procedure.".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows a used catheter with a gradual bend across the length of the catheter body. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire. Precaution: do not reinsert needle into catheter; doing so may result in patient injury or catheter damage." Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "upon use on a patient when doctor tried to insert the femoral catheter it was noticed that the catheter was bent. Doctor tried to use guidewire to straighten the catheter however to no avail. A new set opened up to complete the procedure.".

Manufacturer narrative:
(B)(4)